Event description:
Customer reports that she tested at 7:00pm with a result of 386mg/dl and took 20 units of 70/30 insulin. She reports that she went to bed at 9:00pm and was incoherent by 2:00am. At 2:24am, she reports testing 214mg/dl on her device while having low blood glucose symptoms. She states that she drank punch and called the paramedics. The paramedics arrived at approx 3:00am and tested customer at 36 mg/dl. She was taken to the hosp and given an injection of glucose as well as a glucose IV. She reports that she remained in the hospital for 2 days. No quality controls were used. Requested return of suspect device and replacement was sent.